Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10. Concomitants: (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t; (B)(6), 230-03-02 - optetrak asy,cr cemented femoral, sz 2. There is no other information available. This event was initially reported under MFR#1038671-2016-00661 on 12 oct 2016. This report now with the electronic complaint handling system due to receipt of additional information.

Event description:
Revision operative report on (B)(6) 2016- postoperative diagnosis: aseptic loosening with polyethylene wear of a right total knee arthroplasty. Right knee revision of all components. Patient was revised to competitor¿s devices. It appeared as though the polyethylene had fully been worn through in the posterior aspect. She had posterior subluxation as well as rotational deformity and what appeared to be lucencies around both the medical tibial baseplate and the medial condyle. There were not any parameters indicating an infection. There was a significant amount of metallosis and black scar synovial tissue. Sterile dressing was applied, there were no complications in the case. No additional information is available.